Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation remains open. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was received that during chest x-ray review, fracture on the proximal portion of the lv lead was evident. The lead was surgically abandoned as a result. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the transvenous left ventricular (lv) lead along with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range lv pace impedance. The patient also described a sensation of pain beneath the area of their device's location. Further troubleshooting was to be done in the near future, including chest x-ray.